Manufacturer narrative:
Upon review of the DHR, the lot met all acceptance criteria at the time of release. The final investigation is pending sample return and evaluation.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she had a tampon that was missing the string. She did not use the affected tampon and discarded it.

Manufacturer narrative:
H10 device evaluation: a visual inspection of eight companion samples did not observe any product defects or abnormalities. D9: device availability. G3: date received by manufacturer. G6: follow-up 1. H2: follow-up type. H3: device evaluated by manufacturer. H6: type of investigation, investigation findings, investigation conclusions.